Event description:
It was reported that the right ventricle (rv) lead trend shows low impedance. Noise and oversensing were also noted with inhibition of pacing. The patient has been scheduled for a lead replacement. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricle (rv) lead trend shows low impedance. Noise and oversensing were also noted with inhibition of pacing. The patient has been scheduled for a lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary - evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis indicated that there was oversensing. It was also noted that right ventricular (rv) lead pacing impedance was out of range (oor)/low.